Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unable to be determined at this time. The reported event has been addressed in the device labeling. Device has not been returned.

Event description:
It was reported that a revision procedure was performed on an unknown date. As per the reporter, the nail was not functioning and had to be exchanged. No patient injury was reported.